Manufacturer narrative:
A ge service rep performed an on site investigation. The i.o. Transition board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently locked up. This caused an intermittent recoverable loss of imaging functionality. There is report of injury or death associated with this event.